Event description:
Customer reported a failure of air in line alarm. Customer reported there were no patient injuries associated with this report and there have been non incident reports filed since the last baxter service event. Customer stated incident occurred during patient infusion. No additional contact information was provided.